Event description:
Procedure: laparoscopic choledocholithotomy. According to the reporter: the clip was not closed completely on the cystic duct which was inflamed severely. New device was opened and the surgeon tried again, but the result was same. The surgeon considered it was difficult to perform the procedure laparoscopically and the procedure was converted into open. Patient is under observation. The surgeon commented the conversion of the procedure was not due to the device trouble, but he also commented ligaclip (which he usually uses) could fire the clips properly on such severely inflamed tissue.

Manufacturer narrative:
(B)(4).